Manufacturer narrative:
(B)(4). Date explanted ¿ ni 2003 report source: (B)(6). Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-02259, 0001822565-2017-02260, 0001822565-2017-02264, 0001822565-2017-02263. It is unknown if product is being returned to zimmer biomet for investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date and was revised due to instability. Attempts to obtain additional information have been made; however, no more is available.